Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 2.1 and 1.6. The time between testing was not provided. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.